Manufacturer narrative:
(B)(4). Evaluation of the returned device found only 2 dilators (one abbott and one unknown) and a guide wire were returned. Inspection of the returned components did not reveal any abnormal observation. During testing, both ends of the guide wire were able to be inserted through the dilator. The j-tip end of the guide wire could be inserted through the unknown dilator; therefore, the reported experience could not be confirmed. Based on the investigation findings, the returned components performed according to specification and a root cause related to the returned components could not be determined. No manufacturing or quality issue was detected. A query of the complaint database for this reported lot revealed no similar incidents for this lot as this was the only incident reported for this lot. This reported device lot could not be confirmed because the device was not returned. However, a review of this reported product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the wire was inserted through the introducer sheath, it was blocked and the wire could not get through. The straight tip of the wire was inserted and it worked well. The starclose device was placed and the clip was fired with success and the puncture site closed with the clip. There was no reported adverse patient sequela. Though requested, no additional information was provided.